Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy tip broke off during case leading it a foreign body in the eye and a big iatrogenic retinal tear during vitrectomy surgery which required another surgery to remove the oil in due course and the large inferior tear will increase the chances of him getting proliferative vitreoretinopathy (pvr) and a recurrent detachment. The surgery was completed after replacing the product with new one.

Manufacturer narrative:
One opened probe was received, without a tip protector, in a bag, for the report. The sample was visually inspected and found to be nonconforming with the welded cap detached. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had a welded cap detached from the needle, which can be perceived as the tip broke off. The root cause for the detached welded cap is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the probe such that the cutter function becomes poor, bent, or does not function at all. No action has been taken by the manufacturing site as it appears that the observed welded cap detachment was due to excessive use of the probe by the user. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).